Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, checked the power cord and that the console was properly seated in the cart. The fse verified in the logs that the batteries were not charging properly. The batteries would display fully charged then drop to zero in a matter of minutes. The fse replaced the power management board. The unit discharged and recharged batteries without the problem reoccurring. In addition, the fse found blue trainer input connector was broken. The customer was notified, yet declined to have it fixed at this time. The fse performed diagnostic tests. The unit passed all functional and safety tests per factory specifications; and was returned to customer and cleared for clinical use.

Event description:
The customer reported that the batteries of the intra-aortic balloon pump (iabp) charges intermittently. It goes from battery to ac. The customer later reported that the iabp unit would run on batteries when plugged into ac and batteries are not charging properly. The iabp is unable to verify the switch of power sources. This event occurred before the iabp was used on a patient, thus no patient death or injury was reported.